Manufacturer narrative:
This follow-up MDR is created to document the correction for implant/explant dates (the device has not been explanted) and the conclusion of the investigation. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced perineal pain after altis procedure. Date of procedure: (B)(6) 2016. Description of the event: after altis procedure, patient experienced muscle pain (spontaneous intermittent pain, intensity=10) in 2 legs (net adductor contracture in right leg), normal urination, not infection. Treatment: paracetamol, ketoprofen and rivaroxaban. Status of the event: resolved on (B)(6) 2016 (device still implanted). According to the investigator, the event is related to the procedure.